Event description:
It was reported that during a trial procedure, the physician was unable to advance the lead in the posterior epidural space. The case was aborted as the patient was unable to tolerate the procedure.